Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be performed as a f/u report.

Event description:
It was reported that when the pt was implanted in 2005, the device functioned properly. But the pt progressively needed more and more cu stimulation to keep the same auditory sensation levels. The cu stimulation was increased until the pt had facial stimulation and then the electrodes were deactivated. The pt stopped wearing his implant at the beginning of 2006. He no longer had any speech understanding with his ci. The last tests held in february 2008 showed that the pt no longer had any auditory sensation when the electrodes were stimulated independently. Only facial stimulation was obtained.